Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. There was no reported adverse impact to the blood glucose levels. Customer reported the insulin gauge began to perform as expected.